Event description:
It was reported that, the subject device had its image of parasites jumps around intermittently. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the dielectric strength is inadequate, coverglass of the insertion section contains residual liquid, charged coupled device (r-unit) is broken, outer tube (thermistor) is broken, fibre bonding in the outer tube area (distal end) is damaged, scope error (e104). A probable root cause could not be identified. Based on the results of the investigation, it is likely the broken outer tube (thermistor) led to scope error e104, broken charged coupled device (r-unit) led to inadequate dielectric strength, the most probable cause of damaged fiber bonding area at distal end is traced to component failure due to stress whereas the most probable cause of residual liquid in coverglass in insertion section could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.